Event description:
The complainant reported the physician was performing a therapeutic pancreatography procedure on a pt, using a tandem. The doctor advanced the tandem along a jagwire. It was then observed that the jagwire tungsten coating peeled away device tip, and remained in the pt's pancreatic duct. The physician reported that he then obtained another device and successfully completed the pt procedure. The doctor reported that he was monitoring the pt's condition in the event that abdominal surgery was required to remove the tungsten coating. There has been no additional information received indicating that surgery was necessary.